Event description:
The reporter stated that an event took place involving a philips bio heart monitor on monday (B)(6) 2026. At approximately 11:00 am, while driving, the patient reported a sudden onset of pain at the site of the device, describing a hot sensation on the chest. The patient stated they felt as though they were being electrocuted and experienced difficulty breathing. The patient reported feeling as though they were entering cardiac arrest before the device reportedly shorted out. They also stated they were afraid to breathe due to the severity of symptoms. Following the incident, the patient reported ongoing spasms and twitching, as well as emotional distress, including anxiety and feeling distraught. The event has been reported to the company by the patient.